Event description:
Save-to-disk review shows signs of insulation degradation; impedance decrease and oversensing. System later replaced due to infection. Lead returned and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.